Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing came apart. There was no report of patient impact. The following information was provided by the initial reporter: "I am emailing again as we had another filter come apart today. I have all the filters that came apart over the past month."

Manufacturer narrative:
H6: investigation summary: a complaint of filters coming apart was received from the customer. Three used samples and one unused sample was returned for investigation. Through visual inspection, the customer complaint was confirmed for the used sets. Separation was seen at the top of the filter. No damage was observed on the tubing. Solvent was observed, but only on the very top of the tubing. The unused set was still intact and was primed with no leakage or separation issues observed. A device history record review for model 10013902 lot number 22069109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. A quality improvement plan has been created for this defect, and the root cause of this issue was that operation is performed without using any fixture to ensure the correct insertion of tubing in the component. As a result, there is a variation on the execution of the operation. Corrective and preventative actions have been described in the quality improvement plan for the development of a fixture that reduces the variation of the assembly process. H3 other text : see h10.

Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing came apart. There was no report of patient impact. The following information was provided by the initial reporter: I am emailing again as we had another filter come apart today. I have all the filters that came apart over the past month.